Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2015, fse conducted follow-up with the customer over the phone to address the reported event. Fse instructed the customer to flush the peek tubing from the injector valve #6 to the bottom of the prefilter assembly. After the intervention, the instrument was determined to be running properly. No further action was required by field service. The most probable cause of the reported event was due to clogged peek tubing.

Event description:
On (B)(6) 2015, the customer reported a high pressure error with their g7 analyzer. She changed the filter but the pressure remained high. A manual pressure reading with no filter was also high, at 16 mega pascals (mpa). On (B)(4) 2015, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.